Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced drain issues during treatment. The pt remained asymptomatic: drain 0: 807ml; fill 1: 250ml drain 1: 3489ml; fill 2: 2496ml drain 2: 1769ml; fill 3: 2498ml drain 3: 4613ml; fill 4: 2496ml drain 4: 2983ml; last fill volume: 1000ml. The reported drain volume of 4613ml was 185% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with and undetermined cause. There was no adverse event associated with this reported large drain volume. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.